Manufacturer narrative:
The reported events were lead dislodgement and the inability to insert the stylet. A complete lead was returned in one piece. The reported event of inability to insert the stylet was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The stylet insertion test found unable to insert beyond the connector region. The cause of the reported event for the inability to insert the stylet was due to an over torqued inner coil at the connector region. No conductor fractures or internal shorts were found.

Event description:
It was reported that the patient was reviewed after an implant procedure on (B)(6) 2021. X-ray revealed that the atrial lead was dislodged. The atrial lead was attempted to be repositioned but the lead's helix could not be extended or retraced during reposition. Additionally, some kind of occlusion at the level of the ring electrode in the connection pin was noted. The atrial lead was explanted and replaced during the same procedure on (B)(6) 2021. Patient was stable.